Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead measuring 54.6cm was returned for analysis. External insulation abrasion was noted from 35.4cm to 37.0cm consistent with friction to another device or feature of the patient anatomy. The etfe coating was abraded at this location.